Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the ar-13250, break while cutting two fibertapes. No fragments broke off in the shoulder, and the case was completed by using a new ar-13250.